Event description:
It was reported that percutaneous transluminal coronary angioplasty, stent damage occurred. During the procedure the physician noted that a stent strut appeared pushed out. The device was removed and procedure was completed with another 3.0x28mm ion stent. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).